Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device (no missing pieces). Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Three balloon loss of pressure events were reported to have occurred in the same patient. It should be noted that the probability of three devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1416405) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See MDR report 3004939290-2014-00998 and 3004939290-2014-00999 for the other 2 devices.

Event description:
The following information was reported: "3 cases in the same patient, done by the same doctor, who has already used several mynx and has never had a problem. The patient took anti-coagulants and therefore was so important to use a vascular closure. The 3 times happened the same, and 3 mynx from the same lot and size were used. At the beginning of the procedure, the doctor checked if the balloon was ok. Then he inserted it through the sweet introducer, but as he pulled back he felt no stops at all and he pulled out the whole device. Then he checked the balloon again and it was broken. The patient needed manual compression and he is alright now." The duration of the manual compression was 30 minutes or less. The patient was hospitalized for reason un-related to the mynx. Procedure type: diagnostic peripheral.

Manufacturer narrative:
Three balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of three devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1416405) indicated that the device lot met all established performance criteria prior to shipment. (B)(4). See MDR report 3004939290-2014-00998 and 3004939290-2014-00999 for the other 2 devices.